Event description:
The purpose of this letter is to report about negative effects of a particular medical device that the FDA has approved. The device mentioned earlier is the essure coils that are mfg by conceptus. These devices have caused so many women health problems to the point where they needed to get hysterectomies. I personally had this procedure and had the coils in me for one yr. That was literally a yr of great pain and suffering. I was very lucky in being able to find a physician who was able to remove the coils without having to do a hysterectomy. Aside from my self, I personally know of 5 other women who have had the same problems with the essure coils. Two of them had to have hysterectomies and the other three are awaiting to have surgery with my doctor. I have done a lot of research and have contacted women all over the country who are suffering from this device. I can't understand why this device is still on the market. I would think that a federal organization such as the FDA would be more careful as to what they approve is safe. I ask that you please investigate this matter. It is not fair that women have to go through such suffering and lose a part of their body. This device is supposed to make women's lives easier by not worrying about contraception, but what it does is cause pain and many health problems. This case must be investigated. I am very sure that it's only a matter of time before some one will suffer fatally from this product. Thank you, (B)(6).